Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167. Product ID: bi71000424. H6: multiple annex g codes were coded for this event. G02004 was coded for product ID: bi71000167. G04096 was coded for product ID: bi71000424. Multiple annex a codes were coded for this event. A05 was coded for the damaged parts. A110201 was coded for the system going into standalone mode. A13 was coded for the mvs and ias disconnections. H3, h6: the system was serviced in the field and the hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was going into standalone (i.e. Pendant randomly switching from 2d to 3 bars) and all 3 bars had green ticks. The manufacturer representative (rep) visited the site and viewed logs on the mobile view station (mvs). After reviewing the logs for the reported timestamps for when issues occurred, the rep could see random disconnections between mvs and image acquisition system (ias). Inspected ias connection panel and observed signs of wear and tear on mains pins, and umbilical connector to be exhibiting signs of being dropped and damage sustained. Organized with customer to have both ias connection panel and interconnect cable (umbilical) replaced. There was no patient involvement.

Manufacturer narrative:
H3, h6: the umbilical cable, lot number: 538 rev. C, was returned to the manufacturer for analysis. Visual inspection confirm that the umbilical cable was physically damaged. The cable was missing the harting cover and locking lever. Connector molding was also chipped off. Umbilical cable passed bench test. Codes b01, c07 and d02 are applicable to this analysis. The rear cab assembly, lot number: 380 rev. C, was returned to the manufacturer for analysis. Visual inspection confirmed damaged hardware. The cable latch was damaged, and there was an unsecured dongle connector and key lock. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.